Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. No changes were made and the ICD remains in service. No adverse patient effects were reported.